Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the display of the monitor "continues to go to a black screen". There was no patient involvement at the time of the event, therefore no health consequences or impact occurred.

Manufacturer narrative:
Event date updated. Device problem code grid and method code grid updated.